Event description:
A report was received via social media that the patient underwent an unknown procedure for an unknown reason. It was also noted that the patient was experiencing pain following the surgery and was prescribed with pain medications. No further information could be obtained.